Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the complete heart block event resolved the day following the pacemaker implant which was the same date as the hospital discharge. The event was reported as probably related to the valve and valve implant procedure.

Manufacturer narrative:
Updated data: b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information noted that a new left bundle branch block (lbbb) occurred during the implant procedure following the deployment of the transcatheter valve. Treatment was not required. It was also clarified that the patient¿s carvedilol was not reduced. The patient denied symptoms as result of the rhythm occurrences.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number (B)(6)}; product type: {delivery catheter system (dcs)}; implant date {na}; explant date: {na} product ID: {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {compression loading system (cls)}; implant date: {na}; explant date: {na}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of this transcatheter bioprosthetic aortic valve an intermittent episode of complete heart block (chb) was noted while wearing a non-medtronic long-term continuous electrocardiogram (ECG) heart monitor. Hospitalization was required nine days following the implant of the valve and a permanent pacemaker was implanted. The patient was discharged one day later. The event resulted in a change to the patient¿s guideline directed medical therapy. Carvedilol dose was reduced. The chb was noted as resolving.